Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.